Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an rf ablation procedure this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition for a few seconds during electrocautery. It was noted that the defib detect circuit was invoked at the time of the inhibition. It was also noted that there was unwanted pacing even when the noise response was turned off, which caused the physician to repeat the procedure. The device remains in-service. No adverse patient effects were reported.